Manufacturer narrative:
Article citation: fowler, cody c. Md; raine, brielle e. Md; zaronias, callista bs; bell, derek e. Md. Incisional ventral hernia repair in the liver transplant population¿is biological mesh worth the risk? A single surgeon experience. Annals of plastic surgery ():10.1097/sap.0000000000004751, april 13, 2026. Doi: 10.1097/sap.0000000000004751. This event is being reported as a serious injury due to the reported "wound/mesh infection," "delayed wound healing," "seroma," and "hernia recurrence." Multiple attempts have been made to obtain additional information regarding these events including patient-specific information. No additional information is available at this time. Without the lot number(s), an internal investigation could not be performed. If additional information is received, a supplemental report will be submitted.

Event description:
Abbvie became aware of a publication from the us titled "incisional ventral hernia repair in the liver transplant population-is biological mesh worth the risk? A single surgeon experience¿. This retrospective study of one surgeon's liver transplant patients who underwent incisional ventral hernia repair between 01/jan/2016 and 25/feb/2024. The study included 36 patients- 20 patients had repairs performed without mesh and 16 with biological mesh. The biological meshes used were strattice (n=6), ovitex (n=8), and flexhd (n=2). Ovitex and flexhd are non-abbvie products. Adverse events for the mesh cohort (n=16 patients): wound/mesh infection (n=4), delayed wound healing (n=1), seroma (n=1), hernia recurrence (n=2), time to recurrence (days, mean+/- sd): 650+/-368.